Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm, (lot #41070136x) lf2019, exact dissector lf2019 ligasure 21cm, (lot #41070136x) lf2019, exact dissector lf2019 ligasure 21cm, (lot #unknown) vlls10gen, vlls10gen ls series vessel sealing gen, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during struma surgery, the handpiece jaws were not able to be closed 100% and had inadequate/partial sealing when used on vessels less than 7mm. There were evidence of energy delivery and end tones were heard. There were no re-grasp alarm. The seal bled after cutting but with no significant amount as they managed the situation well and there was no good seal completed. The surgeon opened two more ligasures with the same lot, the forth with another lot was working properly. Procedure was extended for 10 minutes.